Event description:
It was reported that an ilet user experienced persistent hyperglycemia with blood glucose in the 500 mg/dl while the pump was delivering insulin, and during a supply change the user observed insulin pooled in the cartridge chamber consistent with a leak; after replacing the cartridge, blood glucose began to decline. Investigation included troubleshooting and education with the user. Investigation of this case revealed a suspected leaking cartridge associated with loss of insulin delivery effectiveness, resolved by cartridge replacement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization and blood glucose not affected at the time of the call after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the cartridge leading to insulin leakage.